Manufacturer narrative:
The field service engineer (fse) observed broken spring on the probe wash block. The fse replaced the spring and aligned the wash block. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the broken spring on the probe wash block. A definitive root cause is unknown. (B)(4).

Event description:
The customer reported approximately 0.1 milliliter of red fluid leaked from the aspiration probe involving the unicel dxh 800 coulter cellular analysis system. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer stated patient results were not impacted. There was no patient impact associated with this event. The facility has an exposure control and risk management plan in place for biohazard material. The customer also noted the computer was not responding during opening of the solutions database. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.